Manufacturer narrative:
(B)(4). Batch # p93e4g. Investigation summary the analysis results found that a harh45 device was returned inside its package opened. Upon visual inspection, it was observed that the blister from the packaging was damaged and was observed that a piece of blister was broken and still adhered tho the tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, when opening the packaging, part of the plastic of the packaging broke off, as the peel pack was pulled back. The doctor wasn't comfortable with the sterility of the device, at that point. A second like device was used to complete the procedure. There were no patient consequences reported.